Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin at night and not enough during the day. Customer's blood glucose level was around 400 mg/dl and 500 mg/dl. She treated her high blood glucose level with a bolus and syringe. Customer's blood glucose level dropped to 25 mg/dl. Her husband gave her a few glucagon shots. The insulin pump alarmed no delivery during the high pressure test. The device was not returned.